Event description:
It was reported that prior to a recanalization procedure, the tip of the catheter was allegedly found detached upon opening the package. There was no patient contact.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510k number for the crosser cto recanalization catheters products is identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 09/2023).

Event description:
It was reported that prior to a recanalization procedure, the tip of the catheter was allegedly found detached upon opening the package. There was no patient contact.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510k number for the crosser cto recanalization catheters products is identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 14s crosser cto recanalization catheter was returned for evaluation. Material separation is noted to the sample, distal tip is still attached to core wire. Based on the findings, the investigation is confirmed for the identified material separation issue as material separation noted to the device. However, the investigation is unconfirmed for the reported detachment issue as distal tip was still attached to core wire. A definitive root cause for the reported detachment and identified material separation issues could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 09/2023), g3, h6 (device). H11: h6 (method, result, conclusion) . H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.